Event description:
It was reported in a summary article a comparison of physiological performance of a non-abbott drug coated balloon (dcb) compared to the xience drug eluting stent (des) when treating small coronary arteries. The xience stent was implanted in half of the patient in the picoleto ii clinical study without issue; however, in the 6 month elective follow-up it was found that there was no significant difference in diameter stenosis and binary restenosis with the patient who were treated with the dcb or the des. Additional information can be found in the summary article, "physiological performance of drug-coated balloons in small coronary arteries piccoleto ii fr". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), of stenosis, serious injury/illness/impairment and the relationship to the product, if any, cannot be determined. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3: date of event estimated b6, d6: estimated date d4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: "physiological performance of drug-coated balloons in small coronary arteries piccoleto ii fr"